Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #6 9mm poly. An evaluation of the device cannot be performed as the device and further information was not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's left knee was revised due to possible infection (not confirmed at time of revision). Surgeon swapped poly insert and implanted a new insert of the same size.